Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; the implants were not installed in optimal positions. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# 333322, mfd. 02/09/15, exp. 2020-02-09, gtin (B)(4). 2nd (inferior): ifuse implant, p/n 7060-90, lot# 333325, mfd. 02/12/15, exp. 2020-02-15, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2015 where two implants were installed. The patient later reported to a new surgeon with complaints of continuing si joint pain symptoms. The surgeon determined that the two implants may not have been enough for the joint and that they were both not optimally positioned. The surgeon did not indicate that any of the implants were loose. In (B)(6) 2019, the surgeon removed both implants with osteotomes and replaced them with two new implants of the same type in more optimal positions. The status of the patient following the revision procedure is not known.